Event description:
I became very sick after getting allergan silicone gummy implants. I went to the hospital. I suffered extreme brain fog, vertigo, migraines, weight gain, inflammation, my face swelled up, heart palpitations, night sweats, shoulder pain, throat swelling, immune system shut down. I became extremely depressed and fatigued. I could hardly get out of bed. After I decided to remove my implants almost immediately my symptoms got better. Silicone or any implant is not safe for women. I have spent thousands of dollars on tests and hospital visits and dr visits with no answers. I have spent thousands of dollars on tests and hospital visits and dr visits with no answers. Reference report: mw5154531.